Manufacturer narrative:
Information contained in this report was previously submitted through asr/psr on (B)(6) 2014 and (B)(6) 2016. A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii/IV, neurological symptoms and lump/nodule.

Event description:
Patient reported having a lump or thickening in or near the breast or in the underarm area. Patient also reported being diagnosed with a neurological disease specified as ¿trigeminal neurelga.¿ side was unspecified, this record represents the right side. No indication treatment or surgical reoperation has occurred. Additionally, healthcare professional reported capsular contracture baker grad iii/IV. Device remains implanted.